Event description:
A high impedance event was observed, from a review of the manufacturer's in-house programming history data on (B)(6) 2016. On (B)(6) 2015 a system and normal mode diagnostic were performed and resulted in high impedance. Additional relevant information has not been received to-date. No known surgical intervention has occurred to-date.